Event description:
The customer reported their unicel dxc800p synchron chemistry analyzer generated erroneous low results for three cartridge chemistries (cc) results: transferrin, iron, magnesium on three patient samples. The erroneous results were not reported out of the laboratory, hence patient treatment was not impacted by this event. The customer states their qc was in range before and after these results were generated. Qc data from proservice was within specifications. Quality control was run before and after the event and the controls were acceptable. The customer did not question other patient samples. The unit if currently performing within qc specifications with respect to controls (accuracy and reproducibility (precision). While troubleshooting the issue, the customer stated that the cc sample probe appeared to be partially obstructed by a small piece of rubber from a sample cap. Customer technical support (cts) recommended the customer put on her personal protective equipment and inspect the cc sample and reagent syringes and the sample and reagent mixer paddles. Cts recommended the customer to flush the sample and reagent probes with 10% wash concentrate followed by di water.

Manufacturer narrative:
Service was not dispatched for this event. A review of the service history for this system showed previous issues with fibrin being present in patient samples and cap piercer wash manifold clogged with cap particles, possible due to a bent cap piercer blade. The root cause of this event is unknown, however, it may be a result of a small piece of rubber from a pierced sample tube cap clogged the sample probe. Service was not dispatched.